Event description:
Reporter indicated that patient was hospitalized following an asthma attack. The patient had been remodeling their home approximately one week prior to the hospitalization and was around a lot of dust. Further investigation revealed that while in the hospital, the patient became brain dead and was put on a ventilator. The following day, the patient died. An autopsy was not performed. It was reported that the cause of death was respiratory arrest. Patient received a greater than 50% reduction in seizure auras with vns therapy.